Manufacturer narrative:
Multiple attempts have been made to contact the account to obtain additional details with no response. The original notification stated when making an initial incision the blade broke. The tip of the broken blade floated into the knee joint and was retrieved. It is unknown how the blade was removed or if this caused a delay in the procedure. Device was received and complaint confirmed. Bard medical is the manufacturer of this device. Bard medical has been notified and will conduct an investigation and make the determination whether any corrective action is indicated. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported a blade broke in surgical site.